Event description:
It was reported that, "when loosening the screw, realized that the guide was stripped out."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.